Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the sheath of the hta procedure set was not positioned past the internal os. It should be noted that the physician experienced poor visualization during the ablation which most likely contributed to the mispositioning of the sheath. Upon completion of the 10 minute ablation and removal of the sheath, the physician discovered a burn in the cervical canal and the cervix (less than 1 cm in size). No treatment was deemed necessary. Follow up information received on 05/13/2009 revealed that a tenaculum stabilizer and a speculum were used, there was a fluid loss alarm at approximately 7 minutes into the case (rate of loss unknown), there was leaking at the cervix, and there was no indication of overdialation. There were no further patient complications reported with this event. Although an attempt was made to obtain further follow up regarding the burn, there is no additional information.

Manufacturer narrative:
The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant information from that review, a supplemental medwatch will be filed.